Manufacturer narrative:
The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) has experienced urinary incontinence, leading to a revision surgery. The symptoms started approximately six months prior surgery. During the procedure, all components of the existing aus were explanted and replaced with a new aus as fluid loss was identified. No patient complications were reported.